Event description:
On (B)(6) 2025 - multiple low glucose readings all day - tried to get readings stabilized in normal range. Went to emergency room - glucose reading normal. Sensor malfunction. Called company 10/28 to document. They are sending replacement sensor. (B)(6) 2025 removed sensor, red, hard, tender bump in left arm where sensor was placed- called company again to document. (B)(6) 2025 put on new sensor n other arm - tried 3x to get linked to iphone. Called company again - they told me to download another app which stated was incompatible. Told to put on a new sensor. Company sending replacement sensor. Multiple low erroneous glucose readings - faulty sensor 2nd sensor faulty compared both sensors - 1st one had large bore needle, 2nd one thread like needle that bent easily - no consistency. 2 of 2 sensors faulty. R pt code: 1912. Device code: 2588. Ref report: mw5178474.